Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the black diamond micro forceps instrument to perform failure analysis (fa). Fa was able to confirm the reported complaint. The instrument was found to have a broken grip at the midpoint of grip. A piece approximately 0.036" x 0.050" was found to be broken off. The broken piece was not returned. Components adjacent to this broken grip show damage which may indicate potential mishandling where mechanical indentations and wear was observed. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly with no issue.

Event description:
It was reported that during a da vinci-assisted radical cystectomy with ileal conduit surgical procedure, the black diamond micro forceps instrument was noted to not open (tip were worn). No fragment fell into patient. The procedure was completed with no patient harm, adverse outcome, or injury. The issue caused a delay of less than 15 minutes. Intuitive surgical (is) contacted the site and obtained the following additional information regarding this event: there was no injury reported, the procedure was completed with a backup instrument. The black diamond micro forceps did not open from start, it was not stuck on tissue.